Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 234mg/dl, 108mg/dl. Tests were done within 1 min with a difference of 65%. Pt did not experience any adverse events. No further info has been reported.